Event description:
It was reported that, at the implantation procedure, the lead would not affrix to the atrium wall. Therefore the lead was not implanted.

Manufacturer narrative:
November 22, 2005 the lead was not implanted because it was reported that the lead would not affix to the atrium wall during the implantation procedure. The analysis from the manufacturer is pending.